Manufacturer narrative:
Device manufacture date, evaluation codes: additional information. Device evaluated by MFR?: corrected data. (B)(4). Two (2) mountaineer 3.5x28mm long shank screws [product code: 1883-20-328] were returned to the complaints handling unit (chu) for evaluation. Visual examination of product sample lot number anbbp3 at the macroscopic level revealed that the screw fractured in the region of the screw shank approximately 20mm from the screw¿s proximal tip. The remainder of the screw shank was not returned for evaluation. The fracture analysis report revealed evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the mountaineer screw breaking cannot positively be determined. However, the fracture analysis report revealed evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision (B)(6) 2016: screw breakage postoperatively. Implant date in 2014.